Manufacturer narrative:
The device was received with the needle deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases. The device was deactivated at 618 pulses. No damages or defects were found with the needle mechanism. No issues were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. No other damages or defects were found that would result in a failure of the device to deliver insulin. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could possibly cause skin irritation and no issues were found. The exact cause of the irritation could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Changing your pod.   Chapter 3 / pages 48.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.   Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose levels reached 271 mg/dl while wearing the pod between 36 and 48 hours. Patient also reported pain at the site, as well as skin irritation upon removal. When removed from the infusion site (abdomen), the pod's cannula was found bent. Patient also reported the pink slide did not move forward, which indicates a needle mechanism failure. Additional method of treatment was not provided. The patient's blood glucose and insulin history are as follows: (B)(6).